Manufacturer narrative:
Insulin pump passed displacement test, unexpected restart error test and all operating currents tested within the specific range. Insulin pump was monitored and tested with no failed battery test noted. Insulin pump was received with corroded battery tube, cracked battery tube thread, cracked reservoir tube lip, cracked case near display window corners, cracked on display window, stained end cap sticker and minor scratches on display window noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump kept alarming a failed battery test. They would clear the alarm and insert a new battery but the alarm would recur. The customer¿s blood glucose during the incident was unknown. Troubleshooting was performed but the alarm recurred. They were advised to discontinue use of the device and revert to back-up plan. The device will not be returned for analysis.